Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached inside of the patient at 18,222 joules. Also, it was reported the fiber cap was retrieved. The procedure was completed with turp. No patient injury was reported.